Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/01/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the mobile device updated it¿s operating system which closed the app. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event information is available.